Event description:
A customer reported observing air in the tubing of a clearlink stopcock solution set. It is unknown which process step this event was noted during. It is unknown whether or not there was patient involvement associated with this report, though no patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.